Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Customer recommendation: a discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. In addition, complete and adequate mixing is required immediately after phlebotomy to prevent clotting. An inadequate number of inversions (as stated in IFU) after phlebotomy will not allow proper mixing of blood and anticoagulant. In addition, following the proper order of draw is essential (with glucose tubes drawn after all other tubes). Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, "the blood glucose value was very high, defect mode ¿erroneous results (accuracy)¿. Naf 367926 lot:8276814. On (B)(6) 2019 <am> first naf 367926, 2352mg/dl; second naf 367926, 2574mg/dl; serum (sst 367986), 126mg/dl; third naf 367926, 2652mg/dl(10 times dilution). <pm> plasma (edta 368843), 120mg/dl fourth naf 367926, 2509mg/dl. "

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, "the blood glucose value was very high, defect mode ¿erroneous results (accuracy)¿. (B)(6).